Event description:
The patient was seen in clinic on (B)(6) 2017, at which point the battery impedance of the subject pacemaker was 4860 ohms, the longevity was estimated at 2 years 4 months and the magnet rate was 94 bpm. The patient was given an appointment one year later. The impedance on (B)(6) 2018 was 20910 ohms, and the device had reached the end of life (eol), with a magnet rate of 73 bpm. The hospital requested an analysis, as they considered that it was a abnormally quick depletion.

Event description:
The patient was seen in clinic on (B)(6)2017, at which point the battery impedance of the subject pacemaker was 4860 ohms, the longevity was estimated at 2 years 4 months and the magnet rate was 94 bpm. The patient was given an appointment one year later. The impedance on(B)(6)2018 was 20910 ohms, and the device had reached the end of life (eol), with a magnet rate of 73 bpm. The hospital requested an analysis, as they considered that it was a abnormally quick depletion.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190226 - file-2018-03913 - analysis_and_closure_report_resp-2019-00288.pdf].